Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. A visual inspection noted that the nypro check valve was assembled in the wrong orientation. The cause was identified to be incorrect assembly during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned continu-flo solution set, it was noted that the nypro check valve was assembled in the wrong orientation. No additional information is available.